Event description:
It was reported by the patient that there was improper pacing on his device. The patient reported that his heart rate was lower than where the device was programmed. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.